Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while a bc2435 neonatal oxygen therapy nasal cannula and an rt329 infant continuous flow breathing circuit were being used on an infant, excessive water was found in the nasal cannula which sprayed into the infant's nose. No patient consequence was reported.

Event description:
It was reported that a physician trained in the use of the starclose se device planned to use the device for arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, before the device was used, a burr was noted at the end of the device. The device was not used and there was no patient involvement. However, device analysis found excessive blood throughout the device and every deployment step was carried out. The clip was not deployed. Though requested, no additional information was provided.

Event description:
Subsequent to the filing of the initial medwatch report, additional information was received indicating that difficulty was encountered during deployment and manual compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found a fully distally deployed delivery tube set with the clip visible and still loaded on the carrier tube. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).